Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The result show that the valve operated not within the accepted tolerance. An accelerated outflow could be determined. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result : based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part #: fx414t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 110 centimeters (cm). Weight: 15 kilograms (kg). Gender: male. Same patient/event as medwatch#: 3004721439-2022-00377.